Event description:
Boston scientific received information that this pacemaker triggered lead safety switch (lss) for a non-boston scientific (bsc) right atrial (ra) lead. Troubleshooting was performed and it was discovered that due to the lss, pacing lead impedance measurements were found to be less than 100 ohms. The device was later explanted and the non-bsc ra lead surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The field allegation could not be confirmed.